Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo did not showcase evidence of missing labels that bd applies. All label content is correct and present. Furthermore, the evaluation of the 100 retained samples identified no further examples of missing labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd microtainer® sst¿ tubes, an unspecified number of tube packs were missing the ch-rep label. No adverse impact was reported regarding the patient or user.